Manufacturer narrative:
Concomitant product: d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that the patient's left ventricular (lv) lead and right ventricular (rv) lead had high thresholds. The lv lead was capped and replaced. The right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.